Event description:
The manufacturer received information alleging a ventilator failing the test ranges during testing. There was no harm or injury reported. The device's sensor board needs to be replaced to address the issue.